Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing, it was observed that the motor device was making noise. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had holes in the hose by the muffler, loose components, low rotations per minute (rpm) and was leaking oil. It was determined that the holes in the hose by the muffler were indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or pulling the autolube around by the hose. It was determined that the device had loose components due to loctite deterioration. It was determined that the device was leaking oil and had low rpms due to the holes in the hose and loose components. It was determined that the device showed signs of damage caused by sterilization process/immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.